Event description:
(B)(4). It was reported that during a post percutaneous coronary intervention, angina and in stent restenosis occurred. In (B)(6) 2011, the subject presented due to stable angina and was referred for cardiac catheterization. Target lesion #1 was a de novo lesion located in the 1st obtuse marginal artery and extending to ramus with 75% stenosis and was 14 mm long with a reference vessel diameter of 3.0 mm. Target lesion #1 was treated with direct stent placement using a 3.00 mm x 16 mm taxus element stent. Following post dilatation, residual stenosis was 0%. The following day, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2013, the subject was hospitalized and was subsequently diagnosed with acute coronary syndrome without st. The 80% diffuse proximal edge restenosis of the previously placed study stent located in the 1st obtuse marginal was treated with balloon angioplasty, with 5% residual stenosis. On the third day, the event was considered resolved without residual effects and the subject was discharged.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis.  The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.  The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the tvr site was updated from 1st obtuse marginal artery to ramus artery and third day after hospitalization tvr was done.